Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump insulin passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery, power loss alarm, replace battery alert, or replace battery now alarms noted during testing or in the insulin pump trace download files. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The insulin pump was received without the original battery cap. Unable to verify battery cap damage. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose. The blood glucose value at the time of incident was 471 mg/dl and current value is 378 mg/dl. The customer treated high blood glucose with injection and customer declined troubleshooting for high blood glucose. It was also reported that the insulin pump had a blank display. Display is blank currently and customer was not able turned on insulin pump after insertion of battery. The insulin pump will be returned for analysis.